Manufacturer narrative:
Concomitant medical products: product ID dtba1q1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.